Manufacturer narrative:
Other, other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. D4: lot number, expiration date, UDI, g5, and h4 are unknown.

Event description:
It was reported that the tubing broke at the connection site. No patient injury was reported.